Event description:
Ous MDR - this atrial lead dislodged after implant. During a lead revision procedure on (B)(6) 2018, the atrial set screw would not loosen. Four screwdrivers were used by two people and eventually the lead came out. The device and lead were both replaced.

Manufacturer narrative:
As of today, no valuable data or the medical device is available for analysis. Therefore this report only refers to the review of the quality documents associated with the manufacture of this devices. The manufacturing process for the lead and the pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed symptoms. Particularly, the final acceptance test of the pacemaker proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Should additional relevant information or the devices itselves become available, the investigation will be updated.